Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were implanted with device for occipital neuralgia. Patient reported they woke up with a headache and saw their stimulator was turned off. Pt states he never turned it off and it's doing it on it's own. Patient confirmed this has happened before as well and knows they did not turn it off themselves. Patient reports ins battery is around 50% of the time when this happens. Patient states they have not charged ins at all since this happened this morning and the battery is showing at 50-60%. Patient confirmed they do not have as active at this time.